Event description:
Reporter alleged obtaining a discrepant blood glucose result of 285 mg/dl back to back with a result of 34 mg/dl on the compact sys when testing was performed less than 10 mins apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. Reporter stated that he ran controls and they were out of range. A request was made for the return of the suspect device and replacement prod was sent.